Event description:
It was reported that post implant of a laparoscopic adjustable band, the patient was experiencing pain and drainage at the port site on (B)(6) 2010. The patient was afebrile. The patient reported falling on a chair and hit the port site which aggravated the incision. The patient was scoped on (B)(6) 2010 and the band eroded into the stomach. The band was explanted. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.